Event description:
It was reported that connection issues were observed during the implant procedure of this pacemaker. When the physician disconnected the old device and connected the new one, the right ventricular (rv) lead did not connect with the header of this pacemaker. As a result, no intrinsic rhythm was observed. After several attempts, it was decided to proceed with a different device and the issue was resolved. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual inspection noted no irregularities. No obstructions were noted in the lead barrels. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that connection issues were observed during the implant procedure of this pacemaker. When the physician disconnected the old device and connected the new one, the right ventricular (rv) lead did not connect with the header of this pacemaker. As a result, no intrinsic rhythm was observed. After several attempts, it was decided to proceed with a different device and the issue was resolved. No adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that connection issues were observed during the implant procedure of this pacemaker. When the physician disconnected the old device and connected the new one, the right ventricular (rv) lead did not connect with the header of this pacemaker. As a result, no intrinsic rhythm was observed. After several attempts, it was decided to proceed with a different device and the issue was resolved. No adverse patient effects were reported.